Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The reported blood glucose reading was 56 mg/dl. Troubleshooting was performed, and the insulin pump programmed and reading the reservoir volume correctly. The self test passed. During the prime test, the display on the insulin pump went blank. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.